Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (as low as 19 mg/dl) and juice was consumed to address the bg level. The customer has been discussing the low bg events with a healthcare provider.